Manufacturer narrative:
Device investigation: results: the 5maxace catheter was fractured underneath the strain relief approximately 1.0 cm from the hub. Conclusions: the complaint has been evaluated. The complaint indicates that the 5maxace catheter was inserted into the patient when the operator noticed that the catheter came apart at the hub. Evaluation of the returned device confirmed a fracture approximately 1.0 cm from the hub underneath the hypo-tube strain relief. It is likely that the 5maxace catheter was fractured prior to being inserted into the patient, and was only noticed when the separation of the hub from the shaft occurred. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may stretch and fracture in these areas. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During the procedure, the catheter was inserted into the patient and the hub started to come apart from the catheter. There was no patient issue associated and the product was exchanged out for a different 5maxace reperfusion catheter.